Manufacturer narrative:
The lot number was received and therefore sections d4 and h4 were updated accordingly. Additional information is still pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Upon receipt of the device, the stent was detached and included. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the when a 9x40mm precise pro rx stent was taken out of the box it deployed as they took out the device from the plastic cover. There was no patient injury and the device will returned for analysis. The product was stored, handled and inspected according to the IFU. It was stored in proper temp and location. There wasn't any damage on package. It is unknown if the tuohy borst valve was closed prior to removing the device from the tray. The procedure was successfully completed a second device. There was no injury to the patient.

Manufacturer narrative:
Additional information was received that the "stent was poped up as soon as rt took the device from the plastic cover." Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Analysis was updated as noted below. It was reported that when the precise pro rx stent was taken out from the plastic cover the stent deployed. It was noted that the "stent was popped up as soon as the rt took the device from the plastic cover." There was no patient injury. The product was stored, handled and inspected according to the IFU. It was stored in proper temperature and location. There wasn¿t any damage on package. It is unknown if the tuohy borst valve was closed prior to removing the device from the tray. One non sterile precise pro rx us carotid was received coiled inside a plastic bag. The unit was received deployed and the stent was received; the hemostasis valve was open already and kink was observed at 7.5cm from the ID band. No more anomalies were found. The usable length was measured and found within specification. Although the unit was deployed; functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of ¿kink¿ condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported by the customer was confirmed, since the unit was received deployed. The cause of the failure could not be conclusively determined since no anomalies were found during functional and dimensional analysis. Neither the DHR review nor the analysis suggests that the failure is related to manufacturing process. Therefore no actions were taken. The precise pro rx is packaged with the tuohy borst valve in the open position. This valve must be closed after prepping the device and before removal from the packaging tray. If it is not closed prior to removal it is possible that the stent can pre-maturely deploy during removal from the packaging. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, procedural factors may have contributed to the reported event.

Manufacturer narrative:
It was reported that when the precise pro rx stent was taken out from the plastic cover the stent deployed. It was noted that the "stent was popped up as soon as the rt took the device from the plastic cover." There was no patient injury. The product was stored, handled and inspected according to the IFU. It was stored in proper temperature and location. There wasn¿t any damage on package. It is unknown if the tuohy borst valve was closed prior to removing the device from the tray. One non sterile precise pro rx us carotid was received coiled inside a plastic bag. The unit was received deployed and the stent was received; the hemostasis valve was open already and kink was observed at 7.5cm from the ID band. No more anomalies were found. Although the unit was deployed; functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of ¿kink¿ condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported by the customer was confirmed, since the unit was received deployed. The cause of the failure could not be conclusively determined since no anomalies were found during functional test. Handling and procedural factors could be contributed to this condition. Neither the DHR review nor the analysis suggests that the failure is related to manufacturing process. Therefore no actions were taken. The precise pro rx is packaged with the tuohy borst valve in the open position. This valve must be closed after prepping the device and before removal from the packaging tray. If it is not closed prior to removal it is possible that the stent can pre-maturely deploy during removal from the packaging. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, procedural factors may have contributed to the reported event.